Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device will not be returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the tunneler tip allegedly broke while loading the catheter. It was further reported that there was no harm to the patient.